Event description:
Original total knee done in 1993. Significant wear noted on the tibial insert during arthroscopy several months ago. Left total knee revision done 5/5/98. Tibial insert changed. Original insert zimmer mgii size 13mm flat lot 77697700.